Event description:
Livanova deutschland received a report that in an electronic gas blender o2 and co2 levels was found outside the acceptable limits during maintenance activity. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in united states. The affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue. In order to solve it, co2 sensor, co2 mass-flow controller, and o2 mass-flow controller need to be replaced. Calibration, technical safety inspection, and a 12-hour test run will be conducted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: through follow-up communication with the livanova field service representative in charge, it was learned that during device inspection no error code was displayed. However, audible alarms (beeps) were triggered due to the o2 and co2 flow rates were outside the specified acceptable limits. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. Based on investigation findings, this event was most likely related to a mechanical failure of the mass flow controllers for co2 and o2 and of the measurement bridge for co2, highly related to their wear/aging. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: co2 sensor, co2 mass-flow controller, and o2 mass-flow controller were replaced by livanova technician in order to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.